Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation results: the complained medical device was not available for investigation. The investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Event description:
According to the complainant, there was an issue with the aesculap ceramic-coated knee implant. Reportedly, the ceramic coated surface failed to properly adhere to the cement which caused the implant to fail prematurely. The patient underwent a revision surgery on (B)(6) 2025. The patient had complained of pain and stiffness of the right knee postoperatively. A revision was performed. It was reported that the patient was still out of work and attending physical therapy.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.